Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom of incontinence is a known risk associated with implants of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) was activated eight weeks post implant procedure. However, the activation of the aus did not improve the urinary incontinence, as the patient is still using four pads per day. It is suspected that the cuff was not properly coaptating the urethra. A revision surgery was scheduled to address the experience. No additional information was reported.